Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to loss of capture a week after its implant procedure. This rv lead remains in service and no additional adverse patient effects were reported.